Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') and device breakage ('scan confirmed the presence of essure remainders/a metallic object of density 12 mm of length in the right parauterine area') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, bladder polypectomy and smoker. Past pathologies none reported. No known allergies to medicinal products. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion intervention required). In 2015, the patient experienced back pain ("lower back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain lower ("hypogastric pain, pain in left iliac fossa, recurrent") and abdominal discomfort ("abdominal discomfort sometimes during sexual intercourse"). On (B)(6) 2015, the patient experienced breast pain ("bilateral breast pain"). On (B)(6) 2019, the patient experienced cervical polyp ("endocervical polyp with surface erosion."). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("spotting after her menstrual period"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("30-mm intramural myoma located on the right lateral wall") and experienced cystocele ("grade 1 cystocele"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis") and cervical cyst ("chronic cervicitis with nabothian cysts"). On (B)(6) 2020, the patient experienced vulvovaginitis ("vulvovaginitis"), the first episode of urinary tract infection ("urinary tract infection") and the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2020, the patient experienced vulvovaginal discomfort ("discomfort in the vaginal area") and rectocele ("grade 1-2 rectocele"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), abdominal pain ("after the removal of the devices, the patient reported feeling continuous abdominal pain, abdominal pain in the right iliac fossa"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("continuous headaches"), fatigue ("tiredness"), alopecia ("hair loss"), libido decreased ("decreased libido"), anxiety ("anxiety"), depression ("depression"), anger ("anger"), genital prolapse ("genital prolapse"), breast tenderness ("breast sensitivity "), device intolerance ("intolerance to essure contraceptive method") and vulvovaginal inflammation ("she feeling vaginal inflammation"). The patient was treated with ciprofloxacin, paracetamol, sertaconazole, unspecified traditional medicine and surgery (2nd surgical procedure hysterectomy to remove device remains on (B)(6) 2020 and essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the intermenstrual bleeding had resolved. At the time of the report, the pelvic pain, device breakage, abdominal pain, swelling, hypersensitivity, genital haemorrhage, back pain, headache, fatigue, alopecia, libido decreased, anxiety, depression, anger, dyspareunia, dysmenorrhoea, breast pain, abdominal pain lower, abdominal discomfort, cervical polyp, genital prolapse, breast tenderness, device intolerance, uterine leiomyoma, cystocele, vulvovaginal inflammation, adenomyosis, cervical cyst, vulvovaginal discomfort, vulvovaginitis, the last episode of urinary tract infection and rectocele outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, abdominal pain lower, adenomyosis, alopecia, anger, anxiety, back pain, breast pain, breast tenderness, cervical cyst, cervical polyp, cystocele, depression, device breakage, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genital prolapse, headache, hypersensitivity, intermenstrual bleeding, libido decreased, pelvic pain, rectocele, swelling, uterine leiomyoma, vulvovaginal discomfort, vulvovaginal inflammation, vulvovaginitis, the first episode of urinary tract infection and the second episode of urinary tract infection with essure. The reporter considered abdominal pain to be related to essure. The reporter commented: on (B)(6) 2020 a second surgical procedure vaginal hysterectomy and anterior vaginoplasty due to genital prolapse in addition to the removal of essure remainders. On (B)(6) 2020 was recommendations exercises to strengthen pelvic floor. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2020: computed tomography without pelvis intravenous contrast showed tubal image shows a metallic object of density 12 mm of length in the right parauterine area. Liver, gallbladder, pancreas, spleen, adrenal glands, kidneys and urinary bladder with normal morphology and density. Absence of free intra-peritoneal liquid or air. No sign of vascular obstruction, perforation or damage in intestinal loops or acute diverticulitis. Absence of locoregional nodes (mesentery, retroperitoneum) with pathological size. Vermiform appendix and fallopian valve with normal characteristics are observed. The rest of the scan presented no morphological or bone-density alterations. Culture urine - in (B)(6) 2020: negative. Gynaecological examination - on (B)(6) 2012: no relevant findings, normal pelvis and breast examination; on (B)(6) 2012: normal pelvic, breast examination, normal mammography results; on (B)(6) 2015: breasts within normal parameters upon palpation; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation, polypectomy of cervical polyp; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation; on (B)(6) 2019: soft and depressible abdomen. No palpable masses or megalies. No pain upon palpation. Laparoscopy port scars are healing well. Normal vagina and vulva. Grade-I cystocele. Cervix with the characteristics of a multiparous woman. No blood remains in the vagina nor vaginal bleeding; on (B)(6) 2019: external genitalia and vagina: normal. Epithelialised cervix; on (B)(6) 2020: high vaginal vault. Normal vulva and vagina. Rectocele grade 1 (valsalva grade 2). Mammogram - on (B)(6) 2012: unremarkable; on (B)(6) 2015: unremarkable. Pathology test - on (B)(6) 2019: macroscopic description: polyp-shaped piece with a diameter of 1.1 cm. 1a. Diagnostic: superficially eroded endocervical polyp. Inflammation and reactive epithelial alterations; on (B)(6) 2020: pathology results after surgery: vaginal hysterectomy and anterior vaginoplasty, result:uterus (simple hysterectomy) chronic cervicitis with nabothian cysts, basal endometrium. Adenomyosis, leiomyomas. Essure identified at the right horn level. Prothrombin time - in 2019: normal. Ultrasound scan vagina - on (B)(6) 2012: uterus and adnexa with no signs of pathologies; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: anteverted uterus with a 30-mm intramural myoma located on the right lateral wall. No endometrial thickening. Normal ovaries; on (B)(6) 2019: normal uterus and ovaries; on (B)(6) 2019: uterus in retroversioflexion with myoma in posterior intramural-subserous side that slightly deforms 33 mm cavity. No adnexal pathology nor free fluid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ('pelvic pain, chronic pelvic pain') and device breakage ('scan confirmed the presence of essure remainders/a metallic object of density 12 mm of length in the right parauterine area') in a 40-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery, bladder polypectomy and smoker. Past pathologies none reported. No known allergies to medicinal products. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criterion intervention required). In 2015, the patient experienced back pain ("lower back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), hypogastric pain ("hypogastric pain, pain in left iliac fossa, recurrent") and abdominal discomfort ("abdominal discomfort sometimes during sexual intercourse"). On (B)(6) 2015, the patient experienced breast pain ("bilateral breast pain"). On (B)(6) 2019, the patient experienced cervical polyp ("endocervical polyp with surface erosion."). On (B)(6) 2019, the patient experienced intermenstrual bleeding ("spotting after her menstrual period"). On (B)(6) 2019, the patient was found to have uterine leiomyoma ("30-mm intramural myoma located on the right lateral wall") and experienced cystocele ("grade 1 cystocele"). On (B)(6) 2020, the patient experienced adenomyosis ("adenomyosis") and cervical cyst ("chronic cervicitis with nabothian cysts"). On (B)(6) 2020, the patient experienced vulvovaginitis ("vulvovaginitis"), the first episode of urinary tract infection ("urinary tract infection") and the second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2020, the patient experienced vulvovaginal discomfort ("discomfort in the vaginal area") and rectocele ("grade 1-2 rectocele"). On an unknown date, the patient experienced device breakage (seriousness criterion intervention required), iliac fossa pain ("after the removal of the devices, the patient reported feeling continuous abdominal pain, abdominal pain in the right iliac fossa"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("continuous headaches"), fatigue ("tiredness"), alopecia ("hair loss"), libido decreased ("decreased libido"), anxiety ("anxiety"), depression ("depression"), anger ("anger"), genital prolapse ("genital prolapse"), breast tenderness ("breast sensitivity "), device intolerance ("intolerance to essure contraceptive method") and vulvovaginal inflammation ("she feeling vaginal inflammation"). The patient was treated with ciprofloxacin, paracetamol, sertaconazole, unspecified traditional medicine and surgery (2nd surgical procedure hysterectomy to remove device remains on (B)(6) 2020 and essure removal via salpingectomy on (B)(6) 2019). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the intermenstrual bleeding had resolved. At the time of the report, the pelvic pain, device breakage, iliac fossa pain, swelling, hypersensitivity, genital haemorrhage, back pain, headache, fatigue, alopecia, libido decreased, anxiety, depression, anger, dyspareunia, dysmenorrhoea, breast pain, hypogastric pain, abdominal discomfort, cervical polyp, genital prolapse, breast tenderness, device intolerance, uterine leiomyoma, cystocele, vulvovaginal inflammation, adenomyosis, cervical cyst, vulvovaginal discomfort, vulvovaginitis, the last episode of urinary tract infection and rectocele outcome was unknown. The reporter provided no causality assessment for abdominal discomfort, adenomyosis, alopecia, anger, anxiety, back pain, breast pain, breast tenderness, cervical cyst, cervical polyp, cystocele, depression, device breakage, device intolerance, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, genital prolapse, headache, hypersensitivity, hypogastric pain, intermenstrual bleeding, libido decreased, pelvic pain, rectocele, swelling, uterine leiomyoma, vulvovaginal discomfort, vulvovaginal inflammation, vulvovaginitis, the first episode of urinary tract infection and the second episode of urinary tract infection with essure. The reporter considered iliac fossa pain to be related to essure. The reporter commented: on (B)(6) 2020 a second surgical procedure vaginal hysterectomy and anterior vaginoplasty due to genital prolapse in addition to the removal of essure remainders. On (B)(6) 2020 was recommendations exercises to strengthen pelvic floor. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis - on (B)(6) 2020: computed tomography without pelvis intravenous contrast showed tubal image shows a metallic object of density 12 mm of length in the right parauterine area. Liver, gallbladder, pancreas, spleen, adrenal glands, kidneys and urinary bladder with normal morphology and density. Absence of free intra-peritoneal liquid or air. No sign of vascular obstruction, perforation or damage in intestinal loops or acute diverticulitis. Absence of locoregional nodes (mesentery, retroperitoneum) with pathological size. Vermiform appendix and fallopian valve with normal characteristics are observed. The rest of the scan presented no morphological or bone-density alterations. Culture urine - in (B)(6) 2020: negative. Gynaecological examination - on (B)(6) 2012: no relevant findings, normal pelvis and breast examination; on (B)(6) 2012: normal pelvic, breast examination, normal mammography results; on (B)(6) 2015: breasts within normal parameters upon palpation; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation, polypectomy of cervical polyp; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation; on (B)(6) 2019: soft and depressible abdomen. No palpable masses or megalies. No pain upon palpation. Laparoscopy port scars are healing well. Normal vagina and vulva. Grade-I cystocele. Cervix with the characteristics of a multiparous woman. No blood remains in the vagina nor vaginal bleeding; on (B)(6) 2019: external genitalia and vagina: normal. Epithelialised cervix; on (B)(6) 2020: high vaginal vault. Normal vulva and vagina. Rectocele grade 1 (valsalva grade 2). Mammogram - on (B)(6) 2012: unremarkable; on (B)(6) 2015: unremarkable. Pathology test - on (B)(6) 2019: macroscopic description: polyp-shaped piece with a diameter of 1.1 cm. 1a. Diagnostic: superficially eroded endocervical polyp. Inflammation and reactive epithelial alterations; on (B)(6) 2020: pathology results after surgery: vaginal hysterectomy and anterior vaginoplasty, result:uterus (simple hysterectomy) chronic cervicitis with nabothian cysts, basal endometrium. Adenomyosis, leiomyomas. Essure identified at the right horn level. Prothrombin time - in 2019: normal. Ultrasound scan vagina - on (B)(6) 2012: uterus and adnexa with no signs of pathologies; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: anteverted uterus with a 30-mm intramural myoma located on the right lateral wall. No endometrial thickening. Normal ovaries; on (B)(6) 2019: normal uterus and ovaries; on (B)(6) 2019: uterus in retroversioflexion with myoma in posterior intramural-subserous side that slightly deforms 33 mm cavity. No adnexal pathology nor free fluid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 20-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4) pelvic pain, chronic pelvic pain [pelvic pain female] , scan confirmed the presence of essure remainders/a metallic object of density 12 mm of length in the right parauterine area [device breakage] , after the removal of the devices, the patient reported feeling continuous abdominal pain, abdominal pain in the right iliac fossa [iliac fossa pain] , swelling [swelling nos] , allergic reaction [allergic reaction] , excessive bleeding [bleeding genital] , lower back pain [low back pain] , continuous headaches [persistent headache] , tiredness [tiredness] , hair loss [hair loss] , decreased libido [libido decreased] , anxiety [anxiety] , depression [depression] , anger [anger] , dyspareunia [dyspareunia] , dysmenorrhoea [dysmenorrhoea] , bilateral breast pain [painful breasts] , hypogastric pain, pain in left iliac fossa, recurrent [hypogastric pain] , abdominal discomfort sometimes during sexual intercourse [abdominal discomfort] , endocervical polyp with surface erosion. [Endocervical polyp] , genital prolapse [genital prolapse] , breast sensitivity [tenderness breast] , intolerance to essure contraceptive method [device intolerance], 30-mm intramural myoma located on the right lateral wall [intramural leiomyoma of uterus] , spotting after her menstrual period [spotting between menses] , grade 1 cystocele [cystocele] , she feeling vaginal inflammation [vaginal inflammation] , adenomyosis [adenomyosis] , chronic cervicitis with nabothian cysts [nabothian cyst] , discomfort in the vaginal area [vaginal discomfort] , vulvovaginitis [vulvovaginitis] , urinary tract infection [urinary tract infection] , urinary tract infection [urinary tract infection] , grade 1-2 rectocele [rectocele] , emotional suffering [emotional suffering] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, chronic pelvic pain") and device breakage ("scan confirmed the presence of essure remainders/a metallic object of density 12 mm of length in the right parauterine area") in a 40-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of smoker, bladder polypectomy, gravida ii, parity 2, left lower quadrant pain, smoker, bladder polypectomy and vaginal delivery. Past pathologies none reported. No known allergies to medicinal products. Concurrent conditions were listed as uterine fibroid, vulvovaginitis, uti, gastrointestinal bleeding, digestion impaired, aerophagia, painful breasts, vaginal inflammation, abdominal discomfort and tenderness breast. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). On (B)(6) 2015 she experienced breast pain ("bilateral breast pain"). In 2015 she experienced back pain ("lower back pain"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhoea"), hypogastric pain ("hypogastric pain, pain in left iliac fossa, recurrent") and abdominal discomfort ("abdominal discomfort sometimes during sexual intercourse"). On (B)(6) 2019 she experienced cervical polyp ("endocervical polyp with surface erosion."). On (B)(6) 2019 she experienced intermenstrual bleeding ("spotting after her menstrual period"). On (B)(6) 2019 she experienced cystocele ("grade 1 cystocele") and was found to have uterine leiomyoma ("30-mm intramural myoma located on the right lateral wall"). On (B)(6) 2020 she experienced adenomyosis ("adenomyosis") and cervical cyst ("chronic cervicitis with nabothian cysts"). On (B)(6) 2020 she experienced vulvovaginitis ("vulvovaginitis"), a first episode of urinary tract infection ("urinary tract infection") and a second episode of urinary tract infection ("urinary tract infection"). On (B)(6) 2020 she experienced vulvovaginal discomfort ("discomfort in the vaginal area") and rectocele ("grade 1-2 rectocele"). On unknown date she experienced device breakage (seriousness criterion intervention required), iliac fossa pain ("after the removal of the devices, the patient reported feeling continuous abdominal pain, abdominal pain in the right iliac fossa"), swelling ("swelling"), hypersensitivity ("allergic reaction"), genital haemorrhage ("excessive bleeding"), headache ("continuous headaches"), fatigue ("tiredness"), alopecia ("hair loss"), libido decreased ("decreased libido"), anxiety ("anxiety"), depression ("depression"), anger ("anger"), genital prolapse ("genital prolapse"), breast tenderness ("breast sensitivity "), device intolerance ("intolerance to essure contraceptive method"), vulvovaginal inflammation ("she feeling vaginal inflammation") and emotional distress ("emotional suffering"). The patient was treated with paracetamol, sertaconazole, ciprofloxacin and unspecified traditional medicine as well as surgery (essure removal via salpingectomy on (B)(6) 2019 and 2nd surgical procedure hysterectomy to remove device remains on (B)(6) 2020). On (B)(6) 2019, intermenstrual bleeding had resolved. At the time of the report, the outcomes for the remaining events or their latest episodes were unknown. The reporter considered iliac fossa pain and emotional distress to be related to essure administration. No causality assessment was received for essure with regard to swelling, hypersensitivity, genital haemorrhage, pelvic pain, back pain, headache, fatigue, alopecia, libido decreased, anxiety, depression, anger, dyspareunia, dysmenorrhoea, breast pain, hypogastric pain, abdominal discomfort, cervical polyp, genital prolapse, device intolerance, uterine leiomyoma, intermenstrual bleeding, cystocele, vulvovaginal inflammation, breast tenderness, device breakage, adenomyosis, cervical cyst, vulvovaginal discomfort, vulvovaginitis, the first episode of urinary tract infection, the second episode of urinary tract infection or rectocele. The reporter commented: on (B)(6) 2020 a second surgical procedure vaginal hysterectomy and anterior vaginoplasty due to genital prolapse in addition to the removal of essure remainders. On (B)(6) 2020 was recommendations exercises to strengthen pelvic floor. The patient reported having suffered various symptoms, such as swelling, allergic reaction, excessive bleeding, pelvic and lumbar pain, continuous headaches, tiredness, hair loss, lack of sexual appetite, anxiety and depression, anger reactions with the closest environment, among others. The patient has seen all facets of their daily lives are completely affected because of the damage caused by essure, a circumstance that inevitably leads to immense emotional suffering. She had to undergo the removal of the tubes and uterus -mutilation- of part of the female reproductive system. The patient alleges that she has not received the information that should have been provided to her in understandable terms about the medical, surgical and other medical actions that required it. There has been damage, and the patient was not informed of any risk on any point that affected her health. Additionally, the patient says that she was verbally told that essure was an infallible method and without "any" negative effect on women's health. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram pelvis] on (B)(6) 2020: computed tomography without pelvis intravenous contrast showed tubal image shows a metallic object of density 12 mm of length in the right parauterine area. Liver, gallbladder, pancreas, spleen, adrenal glands, kidneys and urinary bladder with normal morphology and density. Absence of free intra-peritoneal liquid or air. No sign of vascular obstruction, perforation or damage in intestinal loops or acute diverticulitis. Absence of locoregional nodes (mesentery, retroperitoneum) with pathological size. Vermiform appendix and fallopian valve with normal characteristics are observed. The rest of the scan presented no morphological or bone-density alterations and a tubular image of metallic density of 12 mm in length for the right para uterine; on (B)(6) 2020: tubular image of metal density of 12 mm length for the right uterine [culture urine] in (B)(6) 2020: negative. [Gynaecological examination] on (B)(6) 2012: no relevant findings, normal pelvis and breast examination; on (B)(6) 2012: normal pelvic, breast examination, normal mammography results; on (B)(6) 2015: breasts within normal parameters upon palpation; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation, polypectomy of cervical polyp; on (B)(6) 2019: external genitalia and vagina: normal. Good cervical epithelialisation; on (B)(6) 2019: soft and depressible abdomen. No palpable masses or megalies. No pain upon palpation. Laparoscopy port scars are healing well. Normal vagina and vulva. Grade-I cystocele. Cervix with the characteristics of a multiparous woman. No blood remains in the vagina nor vaginal bleeding; on (B)(6) 2019: external genitalia and vagina: normal. Epithelialised cervix; on (B)(6) 2020: high vaginal vault. Normal vulva and vagina. Rectocele grade 1 (valsalva grade 2) [mammogram] on (B)(6) 2012: unremarkable; on (B)(6) 2015: unremarkable [pathology test] on (B)(6) 2019: macroscopic description: polyp-shaped piece with a diameter of 1.1 cm. 1a. Diagnostic: superficially eroded endocervical polyp. Inflammation and reactive epithelial alterations; on (B)(6) 2020: a simple hysterectomy piece weighing 190 grams and with a maximum diameter of 9.9x6.8x5.5 cm was received, of which 36 cm corresponded to the cervix. Serous surface with myomatous nodule on the posterior side, 1 cm in diameter. The external cervical os is torn. At the opening, cysts are observed in the cervix, cavity triangular endometrial membrane with smooth mucosa 0.2 cm thick and intramural myomatous nodule on the right lateral aspect of about 3 cm. Essure is identified at the right-side level. Anatomopathological diagnosis: uterus (simple hysterectomy). Chronic cervicitis with naboth's cysts, basal endometrium, adenomyosis, leiomyomas. Essure is identified at the right-horn level.; on (B)(6) 2020: pathology results after surgery: vaginal hysterectomy and anterior vaginoplasty, result: uterus (simple hysterectomy) chronic cervicitis with nabothian cysts, basal endometrium. Adenomyosis, leiomyomas. Essure identified at the right horn level [prothrombin time] in 2019: normal [ultrasound scan vagina] on (B)(6) 2012: uterus and adnexa with no signs of pathologies; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: the uterus shows a myoma on the right lateral intramural wall of approximately 35 mm. Both ovaries are normal. Both essure devices can be observed in each fallopian tube and they appear normally inserted; on (B)(6) 2019: anteverted uterus with a 30-mm intramural myoma located on the right lateral wall. No endometrial thickening. Normal ovaries; on (B)(6) 2019: normal uterus and ovaries; on (B)(6) 2019: uterus in retroversioflexion with myoma in posterior intramural-subserous side that slightly deforms 33 mm cavity. No adnexal pathology nor free fluid; (date unknown): she presented a uterine prolapse of the ii-iii grade with the cystocele of the iii grade. Refers to sui (stress urinary incontinence). It was proposed that a change of intervention to vaginal hysterectomy, and the patient accepts. The patient does not want to add tot (trans obturator tape) to the procedure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-apr-2025: medical record received. New event emotional suffering added. Surgical pathology report added. Medical history & concomitant conditions were added. Lab data updated. Additional reporter added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.